Event description:
The customer reported when opening package in or the packaging was sealed to the edges of package. There was a foreign body mixing in oec c-arm drape. No pt injury was reported.

Manufacturer narrative:
Sterile drape.